Event description:
The initial reporter stated that the pump had cosmetic damages to the front and rear housing. When the pump was returned to mmdg, the up occlusion alarm did not alarm as expected. It failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The alarm failure was discovered at moog. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was conducted and no non-conformances were found. When the device was returned to mmdg for investigation, it was found that the pump strain beams had failed which caused the up occlusion alarm to fail. The pump was serviced to correct this issue.